Event description:
Additional information received reported that the correct charging procedure was reviewed with the patient and that the device was charging normally as of date of report. It was noted that no further action was required.

Event description:
Additional information received reported that the patient was instructed as to proper charging position and technique and everything is functioning properly. Additional information received reported that all issues had been resolved. It was noted that the patient was shown proper charging technique and there have been no calls since.

Event description:
It was reported the patient experienced a ¿coupling problem¿ and ¿major issues¿ with recharging. It was noted the patient ¿did not use their implant that much because of the recharging difficulty.¿ it was reported the patient ¿could charge it with no problem standing up.¿ it was noted the patient¿s device was ¿not buried that deeply, 1-2 mm under the surface¿ and was implanted in the upper, right buttock. It was stated the patient¿s implantable neurostimulator (ins) ¿gave good coverage of stimulation¿ and the patient ¿had nothing but problems with it¿ since implant. It was further stated the patient¿s ¿stimulator provided such good coverage the patient came down off many narcotics.¿ it was noted that when the patient was sitting the ins ¿did move¿ and ¿became tilted a little bit.¿ it was reported when the patient was sitting or lying flat they received ¿a maximum of two bars, but then lost coupling.¿ it was noted the patient did use a recharging belt. It was stated another recharger was used ¿with the same issue.¿ additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).